Manufacturer narrative:
Additional information: h11 - it was later clarified that complaint was reported in error and initial medwatch report should be disregarded. N/a. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens. The surgeon reports there is still high vaulting. The problem is not resolved.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).